Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) stopped compressions, and it eventually shut down" was confirmed in the archive data but was not confirmed during the functional testing. The report of the autopulse platform displayed a "low battery" error message was not observed during functional testing and archive data review. No malfunction was observed that could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. The likely root cause relates to the stiffness of the patient's chest during the use of the platform. The autopulse used more power to compress the patient with stiff chest, and therefore, the batteries drained faster than usual/normal, which eventually resulted in the unexpected shut down of the autopulse platform. Upon visual inspection, no physical damage was observed. A review of the archive file revealed the autopulse platform stopped compressions multiple times due to ua02 (compression tracking error) and multiple ua17 (max motor on time exceeded during active operation) error messages, and the platform eventually shut down on the customer's reported event date; thus, confirming the reported complaint. Based on the archive data review, a fully charged autopulse li-ion battery (sn: (B)(4) with a remaining capacity (rc) of 1474 mah was used in the autopulse platform on the reported event date. The autopulse was powered on and performed 2 sessions of 412 compressions and 4 compressions. Then, the autopulse platform stopped compressions and displayed a ua02 error message. This user advisory typically occurs if the patient is misaligned on the platform or shift during compressions. This is a clearable error message designed to alert the operator that autopulse has detected one of several conditions. As included in the operator's manual, the recommended actions to take for ua02 are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Based on the archive file data, the user powered on/off the platform to clear the ua02 error message. The user powered on the autopulse, and the platform performed a few compressions before it displayed a ua17 error message (max load sum exceeded 223 lbs.). User advisory 17 occurs when the motor has been on for too long during active operation. The autopulse did not reach the target depth within the specification time. This is normally experienced when the patient's chest is too stiff and hard to compress and/or when the battery's charge status is low. As included in the operator's manual, recommended actions to take for ua17 are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The user powered off the platform. After the user powered on the autopulse, the platform performed 614 compressions. The user manually stopped compressions and re-started the platform. The autopulse failed to execute the take-up, and subsequently, it shut down. The battery's rc dropped to 970 mah at the time. The autopulse uses more power to compress the patient with stiff chest, and as a result, the battery drains faster than usual/normal. Then, the user inserted another fully charged battery (sn: (B)(4) into the autopulse platform, and the platform was powered back on and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. This user advisory is an indication that the patient is out of position or the patient is not properly centered. As included in the operator's manual, recommended actions to take for ua07 are: ensure the patient is properly aligned, deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Based on the archive, the user managed to clear the ua07 error message. Further review of the archive reveals that the platform stopped compressions multiple times to the ua17 error messages, and the autopulse platform shut down three more times while no compression was initiated. The autopulse platform passed initial functional testing without any fault or error. During functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error, and therefore, the customer's reported complaint could not be replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
On 8/31/2020 additional information was received related to ccr 47633 (MFR # 3010617000-2019-01126). The original incident was reported to zoll on (B)(6) 2020. The autopulse platform (sn: (B)(4) was used to resuscitate a patient in cardiac arrest. The patient was (B)(6) lbs. It is unknown if the cardiac arrest was witnessed, and the cause was a suspected cardiac event. It is unknown what the duration of the patient's cardiac arrest was, and it is unknown whether the patient received manual CPR prior to ems arrival. As reported, a fully charged li-ion battery was inserted into the platform, and the autopulse performed compressions for about 8-10 minutes. Then, the autopulse platform stopped compressions and displayed a "low battery" error message. The battery was removed from the platform, and it was noted that battery status leds were showing 3 yellow lights. Meanwhile, manual CPR was performed for about 1-2 minutes until the second fully charged li-ion battery was inserted into the autopulse platform. However, the same issue happened again multiple times. Eventually, the autopulse platform shut down. As per the customer, the status leds on the second battery were showing 3 green lights when the issue occurred. The ems crew switched to manual CPR for about 25 minutes; however, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. The customer was concerned if the autopulse platform's interruptions contributed to the patient's death.